Event description:
The device was implanted into a pt. The pt was preoperatively treated in the abdominal and pelvis region. Some time after placement, the catheter exhibited breakage during the operation. This device was surgically removed. About one week later, a similar event occurred on another pt. This device was also noted to be broken and had to be surgically removed.